Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports. Other mfg report numbers: 3014334038-2025-00099, 3006697299-2025-00085. A facility reported a cerelink sensor failure. Sensor was removed and replaced.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink microsensor was returned for evaluation: DHR - the lot conformed to specifications when released to stock. Failure analysis - the issue of the complaint was confirmed: - catheter is curved along body and will not stay straight - internal wires broken at the end of the connector - icp express read ¿no transducer detected¿; cerelink monitor was not acceptable - no further testing possible. Root cause - the possible root cause for the reported complaint could be due to design of icp probe connector is not robust and also due to mishandling of the device.

Event description:
N/a